Manufacturer narrative:
(B)(4). The site biomed called the philips response center (rc) to report that upon power up the device displayed error code 20003 with the message system failure cycle power. Error code 20003 is accompanied by a cycle power message / instruction and the operation is halted. There was no pt involvement. The rc worked with the site biomed to troubleshoot the issue. The site biomed confirmed the stated problem. The rc recommended that the biomed replace the control pca. The biomed reported that he replaced the control pca to resolve this malfunction. The device passed all performance assurance tests, was to be monitored for a day and returned to service. No further communication was requested and no further communication is indicated.

Event description:
The customer stated that upon power up the device displayed error code 20003 with the message system failure cycle power. There was no pt involvement.